Event description:
During transport of a patient the oxylog 1000 interrupted its ventilation function. It was reported that due to this interruption, the patient had to be resuscitated which was unsuccessful.

Manufacturer narrative:
Extensive testing of the device indicates that, the reported incident can not be attributed to malfunction of the equipment. A plausible explanation for the reported incident is depletion of the gas supply. An on site visit by the manufacturer to acquire additional information about the reported incident was declined by the customer.